Manufacturer narrative:
Investigation is currently ongoing. When investigation is complete, a f/u with the results will be submitted. Lot # was not provided.

Event description:
Info received indicates the caller received multiple 'air in line' alarms on the micron filter sets.